Manufacturer narrative:
Section a4: the patient's weight was estimated based on the most recent patient weight provided by the site (weight taken in (B)(6) 2020) manufactures investigation conclusion: evaluation of the submitted log files confirmed left ventricular assist device (lvad) internal fault events associated with an eeprom communication error; however, a cause for the lvad internal fault alarms could not be conclusively determined through this evaluation. It was reported that the patient had lvad fault alarms. The ventricular assist device (vad) coordinator reported that the alarms resolved with disconnecting and reconnecting the driveline as directed. Additionally, the vad coordinator reported that the patient was discharged home, and no equipment would be returned for evaluation. The submitted controller event log file contained data from 23jan2021 to 25jan2021. There were lvad_internal_fault alarms persistent throughout the file. The lvad internal faults were accompanied by (f59) e2p_crc and (f46) eeprom_communication_error live fault flags. This issue resulted in the pump operating at the low speed limit of 5000 rotations per minute (rpm). The pump otherwise appeared to operate as expected. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6). No further related complaints have been reported at this time. The heartmate 3 (hm3) left ventricular assist system (lvas) instructions for use (IFU) and patient handbook warns the patient to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The hm3 IFU outlines all system alarms, including the left ventricular assist device (lvad) fault advisory, and the recommended actions associated with these events in the alarms and troubleshooting section. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient came into the clinic with lvad fault alarms and their speed was operating at 5000 when it is typically set at 6300. The log file confirmed lvad internal faults. According to the hospital, all alarms have been resolved after pump reset..